Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician performed a poba on the patient. The physician inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then positioned for a second inflation and inflated the occlusion ballon to 3.5mm to occlude the vessel. The physician noticed that the occlusion balloon was deflating. The physician continued the case without protection in place. The patient is reported to be fine.